Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) warranty expired jul/09/19 stopped working (failed to deliver energy) .a replacement device was used to complete the procedure. No patient involved.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) warranty expired jul/09/19 stopped working (failed to deliver energy) .a replacement device was used to complete the procedure. No patient involved.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. H3 correction: changed to "device not returned". H6 correction: "device discarded" changed to "device not returned", and "no consequences or impact to patient" changed to "no patient involvement". Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. H3 other text : device not returned.